Event description:
It was reported that the zimmer meshgraft ii was not working well. There was no report of pt injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 6/16/1982 and was last reported on (B)(4) 2012 for a non-related issue. Eval of the device observed galling of the right end of the roller and wear to the side plates and the cutter was worn. Prior to repair, a test mesh passed, but the device was outside calibration specifications on the left and right side. Improper handling most likely caused the damage to the device and lack of calibration which could have caused the customer's reported event. In addition, per instructions for use, the device was outside of normal useful life, which could have decreased the accuracy of the device. The device was serviced and returned to the customer.